Event description:
It was reported that patient presented in clinic for routine follow up with two stored ventricular fibrillation episodes that appeared to be caused by oversensing of noise. The patient had recently undergone a surgery to remove sternal wires and cautery was most likely used. It was noted that the capture threshold was frequently switched to high output mode, possibly due to the intrinsic rate being faster than the programmed base pacing rate and frequent pvcs. All other measurements were normal. The device was reprogrammed.

Manufacturer narrative:
.